Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a vfib alarm at 15:4:48 in bed 2012 on (B)(6) 2017. Though the alarm was called by the system, no data was available in the strip. : a patient had a vfib event. Details about the patient have been requested from the customer.

Manufacturer narrative:
The customer called the solutions center and field service engineer (fse) confirmed the customer complaint that alarm review indicates "no data from bed" and wave data was missing from view. The fse examined the configuration and exported the logs. The customer was using classic information center l.00.31. The fse informed the customer that a known issue exists in this version and an update to l.00.35 was needed. L.00.35 media kit is no longer orderable via support parts supply or sps. The customer was informed that the product is end of support and a copy of (B)(4) referencing end of support was provided. The issue is captured in the software tracking database as (B)(4) and is resolved in l.00.35. : the customer was informed that the issue is related to a software issue in the release they were using and that the software was now out of support with no media to update. The customer was given a copy of the(B)(4) indicating the end of support. Further planning for next steps can be performed by the customer. The absence of stored alarm data in an alarm review strip is consistent with a software deficiency which is captured in the target database as (B)(4). The issue was resolved. . The customer did not have the update and could not longer access the media to update as the media kit is no longer in support. The device is not deemed a factor in the patient event; there was no allegation of such and no indication of any delay of therapy. The missing stored data is a malfunction involving software. The customer was informed that the media kit for an update is no longer available and has been provided with end of support data via (B)(4). The customer can work with their local sales representative for any further actions regarding updating the product which they described was occurring. This is a malfunction of the product/software deficiency with no contribution of the product to the patient incident. .